Manufacturer narrative:
The field service engineer (fse) replaced the integrated electro surgical unit (iesu) to resolve the reported issue. Intuitive surgical, inc. (Isi) has completed the evaluation of the iesu. The reported failure (erbe error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an error c-34 occurred on the integrated electro surgical unit (iesu-erbe). The monopolar energy was not firing. The customer tried to power cycle the erbe, exchange the monopolar instrument cable, and change the monopolar port but the issue persisted. The technical service engineer (tse) instructed the customer to connect a forcetriad generator to the vision side cart (vsc). The forcetriad was not working in the beginning but the issue was resolved by disconnecting the bipolar cable on the forcetriad rear panel. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed by using a forcetriad generator. There was no injury to the patient.